Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was admitted to the operating room at 11:12 on (B)(6) 2025, for laparoscopic surgery. At 01:20 on (B)(6) 2025, the patient reported catheter dislodgement. Upon immediate bedside examination, the catheter was found to have spontaneously dislodged. Inspection revealed the fixation balloon had spontaneously deflated after 10ml of air was inflated. After 10ml of saline was inflated, the fixation balloon was observed to slowly leak fluid. The physician was immediately notified. At 01:30, per physician's orders, a new catheter was reinserted for bladder irrigation. The catheter was patent, the urine was clear, and the patient reported no discomfort such as urethral pain. This is hereby reported as an adverse event.